Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced suspect rbc aperture module, cleaned, new o rings, and checked all tubing, no leaks found, checked entire unit, no leaks noted, repro ok, qc ok, background good, latron good, adjusted mean corpuscular volume (mcv) calibration factor after module changed, advised customer to s calibration asap. A visit by a second fse on (B)(4) 2015 found that pinch valve (pv) 49 tubing had a microscopic tear and was slowing leaking diluent. The fse replaced pv49 tubing. No further leak detected. Performed 10+ start-up and passed all parameters. Ran latron and 5c cell controls and passed. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported less than 10 mls of contained fluid leaked above the laser drip shield in the coulter hmx hematology analyzer with autoloader during startup. There were no error messages reported by the customer at the time of the event. However, the rbc and plt parameters failed for the background count. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.